Manufacturer narrative:
Correction: h6 coding for pacemaker in back up mode.

Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed backup operation on the pacemaker. Programming changes were performed to resolve the issue. There were no patient consequences.